Manufacturer narrative:
Taper ii. Allergan has received the product, however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port, or the connector tubing."

Event description:
It was reported a lap-band device had a broken tubing. The band was explanted and replaced with a new one. There is no further info at this time and f/u is in progress.